Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty to deploy the clip appears to be related to procedural conditions as tension (from the plus knob) was placed on the device due to the proximity of the aorta, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following the release of the plus knob. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was inserted and deployed, but the clip did not detach from the clip delivery system (cds). The plus knob on the steerable guide catheter (sgc) was released 1/4 of a turn and the cds detached from the mitraclip. A second mitraclip was deployed reducing mr to grade 2-3. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.